Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that 11 years and 10 months post implant of their mitral bioprosthetic valve, the valve was replaced with a non-medtronic transcatheter valve, implanted valve-in-valve. The valve was replaced due to a leaflet being "stuck open" and resultant insufficiency. No additional adverse patient effects were reported.